Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and the numbers have been about 100 points off. Customer's sensor glucose reading was unknown but blood glucose was 44 mg/dl to 58 mg/dl. Troubleshooting found that there were multiple alarms in the alarm history and a blank display. Customer declined any troubleshooting but was advised to monitor the pump.